Manufacturer narrative:
The intra-aortic balloon catheter was returned for eval on (B)(4) 2014 and sent for decontamination prior to testing. A 4psi underwater leak test was performed on the device and a leak was found within a kink on the catheter tubing, near the y-fitting. A sensor output test was conducted and the fiber optic pressure sensor performed according to specification. We are unable to determine how or when the kink occurred. If a severe kink is subjected to consistent flexing due to pt movement or manipulation of the device during the procedure, a fatigue failure may occur, causing the reported issues with inflation. Device history records were reviewed and no non-conformities were found which could have caused the reported issues.

Event description:
On (B)(6) 2014, an intra-aortic balloon catheter was inserted and hooked up to the safety disk of the pump. The helium tank was opened and the pressure bag was placed on the arterial line. The fiber optic cable was plugged into the pump and pressures remained on the screen. The nurse increased the augmentation setting to maximum and hit "start", however, the catheter would not start pumping. The helium tank was changed although the unit showed that the tank was not empty, and alarms were sounding from the pump. The pump was exchanged for another one, but the problem persisted, there was no inflation or deflation of the balloon. They removed the catheter through the existing 7fr sheath and left the sheath in place on the pt. A second balloon was inserted (MFR#2248146-2014-00013). It was reported that the pt expired several days later, however the death was not attributed to the event.